Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, broken belt clip slot at battery tube threads area and cracked case at display window corner. Unable to perform displacement test and reservoir unable to lock into place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer states that the reservoir still locks into place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.